Manufacturer narrative:
Explanted date - (B)(6) 2016. The reporter indicated the lens was implanted in the patient's left eye (os). The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure, narrowing of the angle and shallowing of the anterior chamber depth. The lens was exchanged for a shorter lens. The patient's post-op uncorrected visual acuity was 20/20 and vision is better. (B)(4). Result code(s): visual inspection of the returned product found no visible damage. The lens was returned in liquid. Conclusions code(s): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Device evaluated by manufacturer? No. Lens not returned. Event problem and evaluation codes: (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to angle closure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.